Event description:
Boston scientific received information that this right ventricular lead, exhibited noise, high pacing thresholds and increasing pacing impedances and was found to have dislodged. The patient had a ventricular tachycardia (vt) event, in which the device delivered several shocks which did convert the patient. As a result, this lead was explanted and successfully replaced with no adverse patient effects.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to (B)(4) company, it will be analyzed and this report will be reopened and updated as necessary.